Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer¿s current blood glucose level was 258 mg/dl. The customer was treated with manual injections and insulin pump. The customer did not experience any symptoms as a result of high blood glucose. The customer removed the infusion set from the body and found cannula was bent. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.